Manufacturer narrative:
The unit was received for evaluation and the service technician confirmed the issue of no audio during recertification. The root cause is due to components being dislodged from the audio circuit on the main board. A formal corrective and preventative action investigation has been opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump was displaying an error message. Upon triage on (B)(6) 2017 the service technician found no audio from the buzzer during recertification.